Event description:
It was reported that the patient had an ipg replacement due to an inoperable ipg. It was undetermined when the patient last had therapy or charged their device. Therapy was restored post op.